Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Bolus wizard works as expected, no anomaly was noted during testing. Successfully downloaded pump's history files and traces using thump software. Found no relevant alarms, alerts, or anomalies in the pump history files and traces. Found 159 bolus deliveries on the event date of 18-sep-2024 at 00:00:19.000 to 23:55:19.000. Pump was cut open to perform visual inspection found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. No current code/category was not confirmed during testing. Unable to verify customer's complaint for low bg's. Moisture damage was confirmed found on the electronic assembly, battery tube, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the bolus wizard was not working. The customer reported blood glucose value of 14.5 mmol/l. The customer reported hypoglycemia which did not require treatment. The event involved product(s) mmt-1885a. Troubleshooting was performed. Customer confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1885a was requested and customer response was the device will be returned.